Event description:
One sample with discrepant glucose results. Initial result gave 44 mg/dl. Same sample repeated twice gave 45 and 60 mg/dl. Erroneous results were not reported. The field service representative was unable to determine root cause, but noted he replaced fluid valves on transfer head and pipette module. Performance tests were performed and within specification.